Manufacturer narrative:
After further review of additional information received the following sections b5, d10, g4, g7, h2, and h6 have been updated accordingly. Section b5: addendum for additional information received: hemostasis was achieved using manual compression for 45 minutes. The patient had a full recovery after the mynx event. The device will note be returned for evaluation. The mynx vcd was used in peripheral angiography/angiogram procedure. The procedure used a retrograde approach. The deployer¿s mynx training status is mynx trained. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type is arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible but not fully out. The device will not be returned as it was discarded by the site. As reported, the white advancer tube of the 6/7f mynxgrip vascular closure device (vcd) was stuck inside the device and was never released. The advancer tube was engaged but not fully visible. There was no reported patient injury. The mynx vcd was used following a peripheral angio procedure. The procedure used a retrograde approach. The user was trained on the use of the mynx device. The femoral artery¿s suitability was verified, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial and the vessel was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The operator inserted the mynxgrip vcd into a non-cordis 6f sheath. The operator shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Hemostasis was achieved with 45 minutes of manual compression. The patient had a full recovery after the mynx event. Other additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded by the site. A product history record (phr) review of lot f1911504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Without the return of the device it is impossible to determine what may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1911504) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of the 6/7f mynx grip vascular closure device (vcd) was stuck inside the device and was never released. The operator inserted the mynx grip into a non-cordis 6f sheath. The operator shuttled down the device correctly and when they retracted the sheath up, the white advancer tube was not present. There was no reported patient injury. The device is expected to be returned for evaluation.